Manufacturer narrative:
The events of lymphoma - alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further reported via regulatory agency was a confirmed diagnosis of alcl and a late seroma; capsulectomy performed. Cd30+ and alk- confirmed via aspiration cytology and capsule biopsy.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: overweight, yellow particles, crease flat and openings. A microscopic analysis was performed which identify puncture opening on anterior side, consist in the use of some surgical tool. The deformation can be caused by the opening. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, deformed, very hardened and very touch sensitive breast and rupture, diagnosed by ultrasound. The device was explanted and was replaced with non-allergan device. Left side.